Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. Additional information received as legal counsel reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 14. ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 4 mdrs filed for the same event: reference 1825034-2013-06204 / 06206). Previous medwatch report was submitted for this patient: reference 1825034-2012-01907.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces¿ and number 7 states, "undesirable shortening of limb."

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. Additional information received as legal counsel reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information received in patient medical records reveal patient underwent right hip revision procedure on (B)(6) 2014 due to pain and leg length discrepancy. The patient's operative report noted dark colored synovial fluid. All components were removed and replaced with competitor components. Additional information received in patient medical records reveal patient's blood was tested on (B)(6) 2013.